Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves.

Event description:
It was reported that during the unknown procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the air tightness at the end was not good, and there were a lot of gas pockets. The procedure outcome is unknown. No patient complications have been reported. The product is expected to be returned. It was further reported via gfe dated on 03sep2025: the type of procedure was pulse ablation, and the procedure indication was atrial fibrillation. Farawave was inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. The bubbles were observed in the flushing line. The guidewire emerged from the ablation catheter a little. The procedure was completed with another sheath catheter. No other issue has been reported.

Manufacturer narrative:
Update to b5.

Event description:
It was reported that during the unknown procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the air tightness at the end was not good, and there were a lot of gas pockets. The procedure outcome is unknown. No patient complications have been reported. The product is expected to be returned. It was further reported the type of procedure was pulse ablation, and the procedure indication was atrial fibrillation. Farawave was inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. The bubbles were observed in the flushing line. The guidewire emerged from the ablation catheter a little. The procedure was completed with another sheath catheter. No other issue has been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the unknown procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that the air tightness at the end was not good, and there were a lot of gas pockets. The procedure outcome is unknown. No patient complications have been reported. The product is expected to be returned.